Event description:
Patient reported their back to back test readings obtained on their ss meter using different finger sticks were 67 and 40 mg/dl (>15 mg/dl). No symptoms were reported. On follow-up, patient confirmed the above information. Lfs representative reviewed qc/testing procedures with patient. The meter was replaced. There was no allegation of harm.